Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger .

Event description:
The consumer reported that the recharger and programmer were not working. It was noted that the devices may have not been working for the last three months. The patient had charging issues in the past, and was not maintaining good coupling. The consumer was unsure when the device was last charged. It was noted that the consumer was unsure if a MRI had damaged the battery since the patient could not get connection with either the programmer or charger. It was also reported that the patient had been in and out of the hospital with a leg infection about a month prior to the report. It was noted that the patient met with a manufacturer representative that did not see an issue with the system. Additional information received indicated that the infection was not related to the device or therapy, and the patient was treated with antibiotics. The patient was implanted for non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.